Manufacturer narrative:
Thermage treatment tip was returned and evaluated. The tip passed flow, leak, thermistor, and functional testing as well as a visual inspection. Treatment data log was also returned and evaluated. Based on the evaluation of the data, the hand-piece and system performed as expected. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. A review of the device history record is in progress.

Event description:
A surgery center reported a patient underwent a thermage treatment on their cheeks and jaw line. The patient was given an extra strength tylenol for pain before the treatment began. The patient contacted the surgery center the day following their treatment, stating they experienced 5-6 small blisters in the treatment area on the cheeks and jaw line. The treating physician noted the blisters are mostly superficial and prescribed the topical steroid desonide for treatment. The current status of the patient is noted as healing, however post inflammatory hyper-pigmentation is expected. The maximum power level used was 3. No system errors or issues were reported during treatment. The tip surface was inspected before and one time during the treatment with no issues noted.

Manufacturer narrative:
According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The customer reported no system errors or anything out of the ordinary occurred during treatment. The treatment tip and data-card log were returned for evaluation. Evaluation of the treatment tip found no issues. Based on the evaluation of the data, the hand piece and system performed as expected. This event is most likely unrelated to the system. Based on the available information, burns and blisters are known possible adverse patient reactions to thermage treatment.